Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 for a distal radius fracture while using a guiding block to fix the va lcp 2 column construct with a fixed angle mode the surgeon inserted four screws into each of the most distal plate holes and inserted an additional screw into the second line hole on the ulnar side. When the surgeon inserted the screw into the second line on the radial side reportedly the screw head and plate were engaged the surgeon was unable to hear the metal on metal sound so he continued to rotate the screwdriver and the screw went through the plate. The surgeon then opened the back of the radius and removed the screw from the dorsal portion. Reportedly after feeling the screw head and plate engage the surgical site was closed. A week following the procedure a postoperative x-ray was done it was noted a screw was missing and had backed out. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained articles showed that the two locking screws 04.210.122s do show a deformation of screw head and shaft thread. The overall condition we do describe as slight worn but in working order. This pointed out deformation of the head thread of the locking screws resulted due the contact to the plate threads. The plate shows scratches on the surface and slight worn threads as well. By the cort- screw and all the other locking screws we could not detect any damage. Further possible investigation regarding the manufacturing documents showed conformity to the specifications. No manufacturing related issue was found.

Event description:
This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.